Event description:
The report indicated that following 24 hrs of lvad support, the tubing to the flow probe was manipulated and the end of the probe broke away. The device was changed out. The pt was not compromised as a result of the change out of the device. The pt died 48 hrs later. The clinician examined the probe and noted extensive cracking over the surface area. Upon initial use of the device, no damage or cracking was noted by clinician.